Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited variable pace impedance measurements from 1,300 to 1,900 ohms and had reached a high out-of-range pace impedance measurement of 2,051 ohms. It was noted that this lv lead was recently implanted, and technical services (ts) suggested that the lead was settling in place. There was no noise on the presenting electrogram (egm), and the lv auto-threshold (lvat) testing looked clean as well. The highest measured lvat values was 2.8 and output was trend 3.5/0.4. The plan was to continue monitoring at this time. This lv lead remains in service. No adverse patient effects were reported.